Event description:
It was reported that approximately four yrs ago, a MFR rep interrogated the pt device and said it was no longer working. On (B)(6) 2011, it was reported that the pt was still in terrible pain, and that stimulation had stopped at least four yrs ago, if not more. Additional info received from the hcp reported that when the old stimulator battery died the leads stopped working and the reflex sympathetic dystrophy pain came back. It was reported that the whole left arm was throbbing, aching and under pressure. The symptoms were worse in the winter, and the pt's hands would go numb and fingers would be ice cold. The pt was unable to find a doctor to take the leads out, and no surgical interventions had been performed.

Manufacturer narrative:
(B)(4).